Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and it was reported the motor stall had occurred at some point in the pump life and it had long since recovered. The rep did not have the information on how long between stall and recovery.

Manufacturer narrative:
H6. Fdc code d14 was updated/corrected to d12. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare professional (hcp) via the company representative (rep) regarding a patient receiving intrathecal compounded baclofen 500 mcg/ml at 300 mcg per day via an implantable pump. It was reported that the patient heard the alarm sounding. Environmental/external/patient factors that may have led or contributed to the issue included previous magnetic resonance imaging (MRI). It was stated that the pump was interrogated and the early replacement indicator (eri) alarm was occurring. Previous MRI stall and recovery occurred. They silenced alarm and updated the pump. The issue resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.